Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.74v and the daily measurement was 2.96v.

Event description:
It was reported that battery voltage was decreasing from 2.90 v in (B) (6) 2009 to 2.81 v in (B) (6) 2010 to 2.74 v in (B) (6) 2010. The device remains active. No patient complications were reported as a result of this event.

Event description:
It was reported that battery voltage was decreasing from 2.90 v in (B)(4) 2009 to 2.81 v in (B)(4) 2010 to 2.74 v in (B)(4) 2010. It was later reported that an elective replacement indicator had triggered on the device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. On (B)(4)r 2010, the battery voltage with telemetry was 2.74v and the daily measurement was 2.96v.